Manufacturer narrative:
Conclusion: the common probable cause for a flailing leaflet is due to calcification and/or pannus overgrowth. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately nine years post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to moderate insufficiency from a flail leaflet. No additional adverse patient effects were reported.